Event description:
The facility's rep reported an infusion pump with a failure code 812:02. The biomed engineer of the reporting facility had stated no pt injury or medical intervention was involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact was requested but no add'l contact was identified.